Manufacturer narrative:
H3: product analysis #pe 706401231, product:9560100, lot no:1018341: air analysis confirmed that the requested phenomenon (cloudy appearance) could not be reproduced during the inspection at the time of acceptance, but it was observed that there was a scratch on the lens at the tip of the outer tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional via manufacturer representative and service <(>&<)> repair regarding a endoscope used for spinal therapy. It was reported that cloudy appearance was observed in the instrument. The event occurred during the procedure, so the patient was involved, but there were no problems with the surgery. Product came in contact with the patient. Pre-op diagnosis was lumbar spinal stenosis. Procedure involved was micro endoscopic discectomy. There were no further complications reported regarding the event.